Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd safetyglide¿ needle was blocked. The following information was provided by the initial reporter: fluid is not flowing through.

Manufacturer narrative:
H.6. Investigation summary: in response to the event reported by the facility a device history review was conducted for lot number 2024137. A review showed no rejected inspections or quality issues during the production that could have contributed to the reported defect. Additionally, multiple samples were submitted to aid in our investigation. Thirty-two samples were randomly selected for evaluation. A visual inspection was performed and no defects or imperfections were observed. Each sample was connected to a syringe with saline solution. All the samples expelled the solution with normal flow. Based on the investigation and with the sample analysis the symptom reported could not be confirmed.

Event description:
It was reported that the bd safetyglide¿ needle was blocked. The following information was provided by the initial reporter: fluid is not flowing through.